Manufacturer narrative:
This is one event (cardiovascular-cerebrovascular) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2013-02964, 1225714-2013-02965, 1225714-2014-00369, 1225714-2014-00370, 2937457-2014-00204 and 2937457-2014-00205.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cerebrovascular events on or about october 5, 2011 and subsequently expired on (B)(6) 2011, after the use of the product.